Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent ventricular loss of sensing was observed due to variation on the r-wave amplitude during a supraventricular tachycardia episode. Programming changes were made, and no further issues were reported.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.